Manufacturer narrative:
On 11/16/2018 the investigation of the returned device yielded a different lot and serial number than what was originally reported. The device history record (DHR) of lot number 5711099 was reviewed on 11/17/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned device was completed by the failure analysis lab 11/19/2018. Device evaluation summary: it was reported that a (B)(6) year-old female patient who underwent primary breast augmentation with mentor smooth round high profile 380cc saline prostheses experienced deflation on the right breast prosthesis post procedure. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. White material was observed on the shell surface. The mentor product analysis lab discovered several creases around the device and an area of shell wear on the posterior aspect. Two rents were found, one measuring approximately 1.5 cm, and another measuring 1.3 cm located on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Concomitant products: mentor smooth round high profile 380cc saline prosthesis, catalog #3503380, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 10/8/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round high profile 380cc saline prosthesis, catalog: 3503380, serial number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation with mentor smooth round high profile 380cc saline prostheses experienced deflation on the right breast prosthesis post procedure. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 535cc gel prostheses on (B)(6) 2018; catalog # 3505535bc, s/ns (B)(4) (l) and (B)(4) (r).